Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter continued to display ¿apply sample¿ instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue began on an unspecified date around one month prior to the alert date of (B)(6) 2016. The patient informed the cca that they manage their diabetes by self-adjusting their insulin dosage and stated that they had increased their dosage of insulin by an unspecified dosage, after the alleged product issue occurred. An unspecified period of time after this the patient developed symptoms of ¿very shaky, blurred vision and weakness¿; symptoms which were associated with hypoglycemia. The patient self-treated these symptoms by consuming additional food and/or drink. No further treatment was noted, but the patient did state that they had measured their blood glucose on another, unspecified, device on (B)(6) 2016 and obtained a result of ¿79mg/dl¿. At the time of troubleshooting the cca walked the patient through a retest and noted that the patient successfully obtained a reading with the subject meter. The alleged issue was resolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.